Manufacturer narrative:
Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the left femoral artery in a 85-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). During the procedure, the peel-away sheath was removed and the repositioning sheath was inserted. The physician attempted to place a swan in the opposite leg. Once the swan was placed and the drapes were removed, a baseball size hematoma was noted at the impella access site. Manual pressure was applied, and a femstop was placed after the hematoma resolved. Four days after impella support, the family withdrew care, and the patient expired on support. The impella functioned at p-5 at 2.1l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The pump was discarded and not available for investigation. D4 revised.